Manufacturer narrative:
The device was returned for analysis; however, product evaluation could not verify the failure mode due to condition of returned product. Visual inspection found the lens broken into three pieces. The optic has been cut or torn in two different places. One small chunk of optic was missing. The edge of one haptic plate was torn at the hinged location. Haptic arms were not damaged. Cause of damage could not be determined. The delivery device was not returned. Functional testing could not be performed due to the damage. The device history record was reviewed and there were no discrepancies or anomalies that relate to the reported issue. Based on the information available, the root cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the patient complained of double vision, blurry vision, and halos post implant in the left eye. The lens was exchanged for another manufacturer's lens approximately 9 weeks post implant to alleviate the symptoms. The patient was doing fine post lens exchange.